Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01909. It was reported that the patient's lead was found to be fractured during a revision to address lead migration. Additionally, it was reported that the patient's ipg was causing discomfort. Surgical intervention was undertaken in which the lead was explanted and replaced while the ipg was explanted, replaced, and repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.